Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported by the contact that the customer received multiple occlusion alarms. The contact declined to provide the blood glucose level. The contact declined tandem technical support's offer to troubleshoot to determine a possible cause of the occlusions. The contact felt that the "issue" was under control.